Manufacturer narrative:
(B)(4): torn and punctured. The injection port with the locking connector, the tubing strain relief, and the band/balloon with 24.5cm of catheter were returned for analysis. Upon visual inspection, it was observed that the tubing strain relief was floating on the tubing (catheter), the tubing strain relief was localized at 5.5cm from her initial position. The injection port was returned in unlocked position, two hooks were retracted, and two were deployed. One of the hooks were bent. The septum was puncture six times. The band/balloon was returned cut in two parts. Upon microscopic inspection, it was observed that two punctures and a large tear were present on the tubing strain relief. Probably caused by a sharp instrument (e.g needle). As result of the visual inspection, no functional test was performed on the injection port and band/balloon. No further investigation other than what is outlined in this file will be performed. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported that post implant a laparoscopic gastric band procedure, the patient developed port-site pain. The patient did not do well with weight loss and the band was empty for the past year, so patient requested to have band removed. When the device was removed, it was found that the locking hub had detached from the port (the rubber/silicone cone-shaped structure) and was floating on the tubing near the stomach. There was no adverse consequence to the patient.